Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, two hours after implantation of the subect device, the pacing rate increased unexpectedly while patient was lying down and with slow breathing. Threshold values were correct. Some real time tests were performed and evidenced that the pacing rate increased suddenly while the minute ventilation (mv) sensor was activated. When the pacemaker was programmed with accelerometer sensor only (g), the pacing rate slowed down.

Event description:
Reportedly, two hours after implantation of the subject device, the pacing rate increased unexpectedly while patient was lying down and with slow breathing. Threshold values were correct. Some real time tests were performed and evidenced that the pacing rate increased suddenly while the minute ventilation (mv) sensor was activated. When the pacemaker was programmed with accelerometer sensor only (g), the pacing rate slowed down.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, two hours after implantation of the subect device, the pacing rate increased unexpectedly while patient was lying down and with slow breathing. Threshold values were correct. Some real time tests were performed and evidenced that the pacing rate increased suddenly while the minute ventilation (mv) sensor was activated. When the pacemaker was programmed with accelerometer sensor only (g), the pacing rate slowed down.